Event description:
It was reported to baxter that a reservoir of an infusor multi-day ruptured during patient use in the hospital. The infusor was filled with fentanyl citrate (18ml0 and mepivacaine hydrochloride (20ml). There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Additional narrative: the customer has reported the device is available for evaluation, however, the device has not yet been received at baxter. Should additional information become available and/or the device be received, a follow-up medwatch will be submitted with the evaluation results.